Event description:
It was reported that high capture threshold was noted on the patient's right ventricular (rv) lead. The physician elected to cap and replace the rv lead on 30 jan 2025. The patient condition was stable.